Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported: ¿at 14:22 noted doxil chemo spill coming from the texium tubing connected to the top port above the channel. Infusion paused, disconnected tubing from patient, and flushed line. Chemo and tubing placed in chemo bag and manager spoke with pharmacists. Chemo spill cleaned up per protocol. Dr. Xxx notified and worked with pharmacists to make new bag for the remainder of medication. Pt aware and will stay for remainder of drug.¿ rcc received a complaint via email.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.